Event description:
It was reported that patients ipg had migrated. The patient underwent an ipg replacement procedure for MRI compatible one and was doing well postoperatively. The explanted ipg was disposed.